Manufacturer narrative:
Product no longer available for return.

Event description:
It has been reported that the patient received a blood glucose result of "hi" mg/dl (> 600 mg/dl) at 10:00 p.m. On (B)(6) 2020. She had no hyperglycemic symptoms, but based on this result she took 10 i.u. Of novolog and her normal evening dose of 20 i.u. Of tresiba and went to bed. The patient woke up in the middle of the night. She had a seizure, trembled when she got up and went to the bathroom. There she fell on the floor. She was not able to treat herself. Her roommate heard her. The emt's were called. The emts tested on their blood glucose meter and got a value of 47 mg/dl. The type of treatment is unknown. She was taken to hospital. The blood glucose level at the hospital is unknown. The patient believes that she was treated with glucose IV. She was discharged after a few hours with a blood glucose of about 200 mg/dl. The customer mentioned that 12 hours after this seizure she was hospitalized for 4 days because of another seizure. The customer mentioned four more seizures last year, but refused to provide further information about any of the four seizures last year at this time.